Manufacturer narrative:
The reported events of failure to interrogate, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the absurdity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes that premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device exhibited failure to interrogate. Telemetry tests were performed but were not successful. Device replacement was scheduled. No patient symptoms were noted.